Event description:
A pulsar-18 self-expandable stent system was selected for treatment. During release, the stent bounced forward and could not fully cover the lesion location. Three other pulsar-18 stents were used to cover the lesion. The procedure was completed successfully and the patient was stable.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a video taken from the angiogram was reviewed. The video provided has a length of about 3 seconds. The rather poor quality of the video does not allow any further statement, particularly regarding a misplacement of the stent. The actual complaint event is not visible. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Please note that, according to the IFU, while deploying any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation.